Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient forgot that she has device and when she had a trip to a ferry, her device went off when they tried to scan it. Patient was offered to be connected to patient services department, however she refused to be connected since she didn't experience discomfort using it. No further complications were reported or are anticipated.